Event description:
Related manufacturer reference number: 3006705815-2022-14737. It was reported the patient experienced uncomfortable stimulation after multiple falls. Lead diagnostics indicated the left lead measured high impedances on most contacts. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored post-operatively. It is unknown which lead is related to the issue. Therefore both leads are being reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.